Event description:
Note: the date of event is unknown. According to the complainant, after placement, the patient sneezed and the cap opened. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The most probable root cause is operational context. Patient sneezing most likely caused pressure which could have pushed the cap out of the button body. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.